Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low out of range shock impedance measurements and oversensing. The patient received an appropriate shock that did not convert but the rhythm fell out on it's own. The patient was brought in to the hospital to have a shock delivered to test the system integrity and replace the device. Prior to the incision, the patient was given frozen plasma and experienced an anaphylactic reaction to the plasma. Chest compressions were performed and the patient was externally cardioverted. The rv lead was surgically abandoned and the device explanted as the cause of the noise and low impedance measurements could not be determined. There were no additional adverse patient effects reported.